Event description:
Patient reported that their infusion sets were cracking after approximately 4 days use. They indicated that, as a result their blood glucose was elevated. Patient self-treated by changing their infusion set and bolusing.